Event description:
The intraocular lens was removed and replaced at 6 months post operative due to the pt's complaint of glare. Pt recovered without complication.

Manufacturer narrative:
Device was not rec'd for eval. A review of the mfg records indicates the device met all mfg specifications prior to release. Some visual effects may be expected because of the superposition of focused and unfocused mulitple images.